Manufacturer narrative:
Findings: unit was programmed and monitored for three days. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and self test. All operating currents are within specification. The battery icon showed full bars and did not deviate during testing. No unexpected alarm, time/date reset, settings reset, weak battery alert, audio alarms, or high pitch alarm occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 424 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.